Manufacturer narrative:
Concomitant medical products: product ID: bi71000125, serial/lot #: unk. A representative went to the site to preform a system check out. It was noted that there were parts replaced and the system preformed as intended. The battery pack that was replaced was discarded by the site, so there is no analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the motion batteries dropped suddenly while driving the imaging system. The drive would  not last when moving to theaters. There was no patient present.